Manufacturer narrative:
Follow-up # 1 ¿ (12/29/2014). The patient¿s meter has been returned on 12/1/2014 and evaluated by lifescan product analysis on 12/17/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began ¿around (B)(6) 2014. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine as a result of the error message she obtained. She reported, after the issue with the meter, developing ¿sore fingers and tender to touch and bruised pointer finger and ring finger¿. She denied receiving any treatment for her symptoms. During troubleshooting the cca noted that the patient was not using the meter for the first time, the patient had been storing her test strips correctly and the test strip completely drew in the sample. The cca walked the patient through a retest, but the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. However, this complaint is being reported because the alleged product issue was not resolved during troubleshooting.